Event description:
Received a report of a fire on the back porch of a house. Smoke and fire damage to the house. No one was living at the house at the time of the fire, unoccupied. There were no injuries as a result of the fire. We believe the scooter involved was a model discontinued in 2007. The scooter was exposed to elements and unsecured on deck at back of house. Because of the unique situation we sent an engineer to investigate the fire scene.

Manufacturer narrative:
Investigation of fire scene. Based on frame and components we believe the scooter was a passport jr. This model was built between 2002 and 2007. Engineer was at fire scene when evidence was removed. The unit was badly damaged and the serial number could not be recovered. The scooter was at an unoccupied house. It is alleged the scooter was being charged. Scooter was outside on (B)(6) 2015. The scooter was exposed and unsecured. There is a partial overhang that covered part of the unit. We believe the fire started in the general area of the unit. The deck partial overhang and some areas of the house roof received significant damage from the fire. There was smoke and water damage in the house living area. The age of the unit and presence of later date batteries on the unit not from burke. The charger supplied by burke was not found. A power cord from another mobility charger was found at the house. Source of battery charger used on unit at time of fire is not known. Manual warns against exposing unit to moisture and freezing conditions. Unit is held in a secured area by insurance company. There will be an investigation of the unit at a later date and our engineer will travel to participate. We will follow up if new information becomes available.